Event description:
During an atrial fibrillation ablation procedure, resistance was noted when inserting the sheath. Upon removal from the patient, chips were noted at the tip of the sheath. Another sheath was used to complete the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. Visual inspection revealed the distal tip of the sheath had been split. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the split sheath tip remains unknown.